Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the surgeon requested arm#4 to be checked. The surgeon did not use arm#4 as it felt stiff and did not feel right. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and replaced the universal surgical manipulator (usm) due to sluggish rotation. The system was tested and verified as ready for use. An return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) arm was analyzed and found to have failures. During failure analysis, the usm arm was tested on an in-house system in normal mode with no triggered errors but found errors in the logs. The usm arm failed sensors check and sine cycle testing. The complaint was not confirmed based on the failure analysis.

Event description:
Refer to h10/h11 for follow-up information.